Manufacturer narrative:
Final analysis revealed that the lead was returned in one piece measuring at 86.4 cm. The s-curve hump lead tip height were within specifications and electrical testing did not indicate any lead fracture or internal shorts. Visual inspection did not find any anomalies.

Event description:
New information received noted that the patient started experiencing shortness of breath and intermittent chest pain in (B)(6) 2018. She received a device check in early june and it was discovered that her left ventricular lead was not functioning in all vectors. The lead was turned off on (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine device check and it was noted that the left ventricular lead was not working. On (B)(6) 2018, the patient presented to the hospital for a lead revision. Upon review of x-ray, it was discovered that the lead dislodged and pulled back into the main coronary sinus. The lead was removed and replaced without incident. The patient was reported to be in stable condition and was discharged.